Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the test, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(4) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during four times of surveillance culturing conducted by the user facility, following microbes were detected from the subject device. First time; (B)(6) 2017: channels: unspecified microbes including pseudomonas spp (>100 cfu/ endoscope) there was no information which channels were taken from the sample. Second time; (B)(6) 2018: all channels: gram-positive bacteria (>100 cfu /endoscope). Third time; (B)(6) 2018: all channels: gram-positive bacteria (> 100 cfu /endoscope) and staphylococcus coagulase negative (> 100 cfu/endoscope). Fourth time; (B)(6) 2018 all channels: aerobic bacteria (> 100 cfu /endoscope) and pseudomonas aeruginosa(> 100 cfu /endoscope). The device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".